Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. One 6fr angio-seal evolution device was received for product evaluation. The evolution body was returned mated with the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in rear lock position with the color bands fully exposed. The button was hard upon receipt. The suture was detached completely from the device as received. The device was disassembled, and the gearbox assembly was examined. The gearbox assembly had advanced into the distal position along with the rack. No suture was found within the spool. It was confirmed that the suture had unwound completely. Microscopic analysis revealed that no green suture stake was present within the hole of the spool. No other visual anomalies were noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that during rotation of the gearbox assembly, the suture stake fell out of the hole in the spool. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the physician went to deploy a 6fr vip angio-seal after successfully performing a left heart catheterization via the right femoral artery. When he pulled back the angio-seal device, the suture broke. He put the tamper tube over the broken suture and decided to manually tamp the collagen, and everything seemed fine. Ten days later, the patient was reported to having a swollen leg and was complaining of pain. The physician ordered the patient to the ER, and they were going to do a cta, the results are not available. Additional information was received on 24sep2019. The doctor reported that the patient's symptoms were not related to the angio-seal device after the testing performed in ER. The patient's condition was reported to be fine/stable. There was no blood loss at the time the angio-seal device was used, and hemostasis was achieved with device.